Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during the procedure, the device was positioned at the duodenum. However, the cutting wire broke. No portion of the cutting wire detached from the device inside of the patient. No visible damage was noted to the packaging of the device. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual examination of the returned device found that the exposed cut wire was bent and broken, and that the broken ends of the cutting wire appeared burnt/blackened. The broken sections of the cut wire remained attached to the device. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context.the device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during the procedure, the device was positioned at the duodenum. However, the cutting wire broke. No portion of the cutting wire detached from the device inside of the patient. No visible damage was noted to the packaging of the device. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. (B)(4) - reported event of cutting wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.